Event description:
A female patient was prepped with chloraprep¿ for a 1st rib surgical resection and 3m¿ ioban¿ 2 antimicrobial incise drape, 6650 was applied as part of the sterile drape. Postoperatively, the patient allegedly experienced a burning sensation to the left neck/clavicular surgical site, and the 3m¿ ioban¿ 2 antimicrobial incise drape, 6650 reportedly remained intact. Approximately 12 hours postoperative, the surgical site was assessed and erythema with blistering at the surgical site were observed. The surgical site has healed, however, the areas resulted in significant keloid scarring, with two scars, one approximately 5 cm and one approximately 7cm. The patient is under the care of a plastic surgeon who plans to perform reconstructive surgery to revise the scars in 2023.

Manufacturer narrative:
Expiration date & manufacture date: not available. Product sample was not returned to 3m for analysis. Without a sample available, it is not possible to evaluate the sample for any defects or perform any tests to determine if the product met specification. 3m¿ cannot determine the exact root cause of the alleged injury or whether the 3m¿ ioban¿ 2 antimicrobial incise drape was the root cause. The skin prep, chloraprep¿, was reportedly applied to the patient prior to the application of the drape. It is unknown if the 3m¿ ioban¿ 2 antimicrobial incise drape was applied under tension. The product instructions for use (IFU) states the drape should be applied the drape should be removed by gently peeling it back at a 180-degree angle from the skin.